Event description:
Caller states the patient tested2.6 inr on the coaguchek system and 408 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect device, but caller is unsure which strip lot was used.